Event description:
It was reported that the pump had a red screen with system fault - error 41100. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Additional information received that there was no patient involvement.

Event description:
Additional information received that there was no patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was not able to replicate the error when turning on the pump. The most likely/suspected cause of the customer reported problem was the broken/rust battery compartment. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the battery compartment, and dso sensor that had severe bubbling. The pump passed all functional tests and performed as intended after repair.